Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to confirm the reported event. The fsr calibrated the exhalation valve and touchscreen. The fsr performed the operational verification procedure and reported the device is operational and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device touchscreen is freezing up. However, the customer reported the ventilator is still cycling. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.